Event description:
Pulled off red tab from new femostop device and "eee" showed up on screen, unable to zero, unable to use during sheath pull. We have reported this problem a few times this year. Another femostop was opened and used without problem. There was no patient involvement. We are unable to obtain the model number/ lot number. The label is removed to access the device and it is nowhere else on packaging.====================== health professional's impression======================device defective